Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient sensor was providing an inaccurate measurement. In turn, the patient's sensor was recalibrated. Follow-up revealed the patient experienced volume overload prior to recalibration. The patient is currently doing well.